Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Sections b4, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was returned to edwards lifesciences for evaluation. The visual inspection of the returned device revealed the following: liner fully circumferentially delaminated for approximately 1.25'"in length from the distal tip; c-marker is present; rest of the liner is expanded as designed; curvature noted on the sheath shaft; and complete radial tear on proximal balloon and bunching on distal balloon consistent with reported withdrawal difficulty due to altered balloon profile. Due to the nature of the complaint, no applicable functional or dimensional testing was able to be performed. Imagery evaluation of a 3mensio was performed and observed the following: tortuosity and calcification was present in the patient's access vessels. The complaint for "sheath liner delamination" was confirmed based on the evaluation of the returned device. Available information suggests patient factors (tortuosity, calcification) and/or procedural factors (withdrawal of delivery system with an altered balloon profile) likely contributed to the event as tortuosity and calcification were observed in the patient's access vessels. Additionally, it was reported that "the commander delivery system balloon ruptured during deployment at the end of the deployment." The esheath/esheath+ is designed in a way that expansion of the sheath allows for retrieval of the system with minimal damaging interactions to the integrity of the balloon or the nosecone of the system. Commander delivery system retrieval through the esheath/esheath+ is validated. To promote maintaining sheath integrity, design requirements and drawings include sheath tip and shaft materials selection and dimensions. Mitigations include visual and dimensional inspections of the sheath components and assembly. Users are informed of the residual risks associated with the valve, delivery system and/or accessories through the potential adverse events section in the instructions for use (IFU). To help mitigate risks, edwards provides guidance and instructions on visualizing and assessing vasculature, correct device prep, and proper insertion techniques in the IFU and training/refresher training materials, including adequate hydration of components, appropriate orientation of the esheath/esheath+ seam in the vasculature, and the risk associated with excessive calcification or tortuosity. Edwards also provides how to retrieve the delivery system (with or without the crimped valve), including if the delivery system balloon is ruptured. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to circumferential liner delamination of the sheath which can manifest during withdrawal of the delivery system. Furthermore, the review did not identify an edwards related defect that may have contributed to any of the complaints. Procedural factors such as withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. In addition, non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors such as calcification, tortuosity, and/or undersized diameters near the sheath distal tip are present within the patient anatomy. As a result, the operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Furthermore, more than one of these factors can compound to exacerbate the patient/procedural conditions and further lead to sheath liner delamination. In this case, the complaint was confirmed. Investigation results suggest/indicate that patient factors (tortuosity, calcification) and/or procedural factors (withdrawal of delivery system with an altered balloon profile) likely contributed to the event as confirmed via 3mensio and returned product evaluation, respectively. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. No IFU/training deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra/fca) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691 2023 17262.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 29mm sapien 3 ultra resilia valve in aortic position. The plan was to deploy with minus 2 cc's due to annular and lvot calcium. The commander delivery system balloon ruptured during deployment at the end of the deployment. The team took a picture and the valve appeared to be fully deployed with trace to mild ai and decided to proceed with trying to get the delivery system out. The delivery system balloon got stuck trying to pull it into the sheath and they could not pull the balloon out so they elected to pull the sheath and delivery system out together. There was resistance pulling the sheath and delivery system through the iliac. The team closed the common femoral access point with perclose and the common femoral looked good but there was a dissection in the external iliac that was stented. As per pre-decontamination evaluation of the returned 16fr esheath+, it was indicated that the sheath liner is circumferentially delaminated.